Event description:
It was reported, the stretcher potentially caught on fire. Upon evaluation, burn marks were found around the power plug on the wall outlet only.

Manufacturer narrative:
Upon evaluation of the stretcher by the stryker technician, it was observed, burn marks were seen around the power outlet on the wall only which indicates a faulty outlet. No device malfunction. The plug and cord of the stretcher did not have any associated burn marks.